Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, high pacing threshold measurements were observed along with loss of capture. The lead was assessed at a normal device change out procedure. The physician felt the set screw may not have been properly set at initial implant and may have caused the high pacing and threshold measurements. The was tested during the procedure and no anomalies were noted. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.